Event description:
It was reported that during an unknown procedure, it was observed that the ¿firing¿ on the device seemed complete in terms of blade movement (the blade extended well to the end), but the refill seemed to have worked only partially: from half to end. The surgeon did not find any visible traces of staples on the staple line. The procedure involved the gastrojejunal anastomosis where the surgeon immediately noticed that the staples were not very visible or even visually absent. After checking the refill used, they did not notice anything abnormal. The mechanism seemed to have worked correctly: the ¿sled¿ trolley had activated all the internal elements, and the orange pushers (which are used to release the staples) were all engaged. They also checked the other refills of the same batch, already used before, without noticing any anomalies. More than half of the box had already been used without incident. The surgeon thought that the mechanism had pushed well but there might just be no staples inside. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 06/03/2025. B3: only event year known: 2025. D4: batch #unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 06/26/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent: 07/10/2025. D4: batch #484d78. Corrected data: h4. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one gst60b reload was received fully fired. Upon further inspection, the reload was found to have damaged on the knife channel, it is possible that the knife may push the staple line and tissue forward shaving the reload deck. No functional test could be performed due to the condition of the reload. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of ethicon endo surgery's quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number 484d78, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 06/06/2025. Corrected data: h4. A manufacturing record evaluation was performed for the finished device (B)(4) with lot number 506d31; and no non-conformances were identified.